Manufacturer narrative:
Correction:upon further review, beckman coulter determined that if the malfunction was to recur on this or a similar device, it is highly unlikely that it could result in a death or serious injury. This event is determined to be not reportable.

Event description:
Beckman coulter support engineer reported vessel failed to eject or pick and place (pnp) still detects placed vessel system error message involving unicel dxc 660i synchron access clinical system. This error message is generated in response to a clean empty sample vessel that has stuck to the collett (transfer arm/pick and place) and was not placed in the transfer shuttle. Patient results were not generated. There was no impact to patient safety. There was no operator injury or adverse effect associated with this event. Beckman coulter field service engineer (fse) assessed the instrument at the facility.

Manufacturer narrative:
The field service engineer (fse) determined the alignment of the pick and place (pnp) was incorrect, which caused the system error message. The fse realigned the system to the correct specifications and resolved the issue. (B)(4).